Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2017 customer allegedly received the following results, with three different compact plus meters, within 10 minutes: 533 mg/dl (system 1), 156 mg/dl, (system 2), and 162 mg/dl (system 3). Customer reports that a week earlier, he received results of 480 mg/dl, 378 mg/dl and, 400 mg/dl (system 1), and results in the range of "150-160's" on systems 2 and 3. Specific results were not provided. Results were obtained within 10 minutes. The customer could not provide any information regarding the lot #'s in use. No adverse event was reported. Return of the suspect device was requested for evaluation.